Manufacturer narrative:
Country of origin: (B)(6). Zimmer biomet complaint - (B)(4). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial right total knee surgery on an unknown date, the pins for a 4/1 femoral cutting block fractured. The pieces were retrieved from the bone. The procedure continued without delays or problems. No adverse event has been reported associated with this issue.